Event description:
It was reported prior to routine generator change out that the right ventricular lead exhibited oversensing of noise. Fluoroscopy found that the lead showed damage due to clavicular crush. The lead was deactivated on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.